Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history showed that the pump alarmed for a 'replace battery' at 9:38 am on the date of the event. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The battery cap returned with the pump was found to be cracked and damaged and would not attach securely to the pump. A test cap was inserted to complete pump testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no power interruptions occurred during testing. The pump was tested with an external power supply and the electrical currents were confirmed to be within specifications.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient did not confirm a low battery alarm and the pump lost power, and the patient subsequently awoke with blood glucose (bg) over 600 mg/dl with ketones. The reporter also noted an odor to the patient's breath. The elevated bg was reportedly treated with a correction injection. The reporter changed the battery but could not secure the battery cap and could not get beyond the verification screen. After trying a second new battery, the reporter was able to get beyond the verification screen but the battery cap would still not secure appropriately. A review of the pump history indicated 3 "replace battery" alarms had occurred and were unconfirmed after the "low battery" warning. The reporter noted that the battery cap threads were stripped and the yellow o-ring was disfigured. The reporter stated that she has a spare battery cap that can be used. The reporter confirmed that there was no damage to the pump's battery compartment. The pump is not being returned at this time and the patient resumed insulin pump therapy. This complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy after the pump lost power due to inadequate response to an appropriately emitted alarm.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.